Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected motor error alarm or no delivery alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error right after the customer checked the bolus wizard. The device also alarmed no delivery. The customer's blood glucose was 242 mg/dl, which was treated with manual injection. The customer does not use the sensor feature. The drive support cap was recessed. Troubleshooting was performed for the no delivery alarm and everything tested within specification. In the alarm history of the device there were motor error and low reservoir alarms found. The high pressure test was not performed because the customer did not have the tubing clamp. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.